Event description:
It was reported that during a persistent atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. During device insertion, a right atrium echogenicity was seen on the sheath. The activated clotting time was 235 seconds. Additional heparin was given to the patient. The sheath was removed due to thrombus buildup, once the sheath was removed. The physician decided to not continue with the procedure due to quick formation of thrombus. The device is not expected to return for laboratory analysis as it was disposed.

Manufacturer narrative:
The device was not returned; however, information provided to investigators allowed them to determine that the cause of the issue was likely a failure to follow instructions. Based on the information provided the patient's act was only 235 seconds when the act should be over 300. Correction to the initial MDR in blocks b5 and h6: device code as the procedure was not off label use for the faradrive sheath.

Event description:
It was reported that during a persistent atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. During device insertion, a right atrium echogenicity was seen on the sheath. The activated clotting time was 235 seconds. Additional heparin was given to the patient. The sheath was removed due to thrombus buildup, once the sheath was removed. The physician decided to not continue with the procedure due to quick formation of thrombus. The use of the device to treat a persistent atrial fibrillation is considered an off-label use. The device is not expected to return for laboratory analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.